Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer later reported the event in an amended medwatch report which states: "texium attachment of fludarabine inj 50 mg, ns 100 ml leaked. Informed pharmacy who took remaining drug and mixed another syringe. Patient's treatment completed with no further issues. No harm to patient."

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the customer which states, "texium attachment on azacitidine subq injection leaked onto patient hwne attempting to inject into abdomen. Needle changed, needle on appropriately, and texium continued to leak. Cleaned patient with alcohol wipe. Leaked on clothing, not skin. Informed pharmacy who took remaining drug and mixed another syringe. Patient's treatment completed with no further issues. No harm to patient."

Manufacturer narrative:
Concomitant medical products: baxter 100 ml bag of 50 mg fludarabine in 100 ml ns (img 8862), ndc 0338-0049-38, lot p350721, exp dec 2017, 8015, 8100; therapy date (B)(6) 2016 additional information provided: age/date of birth, describe event or problem, other relevant history, concomitant medical products, report source, if follow-up, what type? Correction on initial report: (disregard lot #, expiration and manufacturing date). The customer¿s report of fluid leakage at the attachment site of a texium-bonded secondary set to a primary set was not confirmed. Microscopic examination revealed an upturn to the edges of the smartsite threads, visible at both starting points. This particular type of damage is consistent with what one would observe when an excess of torque has been applied during attachment of the texium valve to the mated smartsite port. Functional and pressure testing resulted in no leaking. The cause of the reported failure was not identified.

Event description:
Subsequent information from picture provided: rate of fludarabine infusion: 204 ml/hr over 30 minutes.